Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm; model #: sc-4316, lot #: 14326203, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having inadequate stimulation and it was determined that the lead had a few contacts that were out. It was also reported that the device was worsening the patient's pain and felt that it was not working. The patient underwent an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient was having inadequate stimulation and it was determined that the lead had a few contacts that were out. It was also reported that the device was worsening the patient's pain and felt that it was not working. The patient underwent an explant procedure. No device malfunction was suspected.